Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings, motor error and loose drive support cap from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as vomiting and chest pains. The customer stated that her pump will shut off and not give the right amount of insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was not sure if the drive support cap is protruded, loose or sticking out. The customer stated that the screen went blank and there are cracks across the circle. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.